Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device passed visual examination and functional testing. The controller ac adapter passed all tests and was found to be in good working order. The output voltage was stable and the green led was steady. The reported event could not be duplicated at the bench level. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. This type of event is no likely to cause or contribute to death or serious injury. The redundant power source will continue to supply power to the pump. This event would therefore result in user annoyance and will not affect the function of the pump. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
While in clinic, a patient reported that, while using her cac adapter at home, the green light blinks. She reported trying multiple outlets in her home with the same result and is now anxious about using this component. The device was exchanged with no reported patient issue or injury.